Event description:
The 0.22 micron filter appears to be shredded or extreme loss of integrity has occurred. The pt received overnight tpn; the problem was noted in the morning. The pt had signs of air administration, coughing and shortness of breath, but recovered without treatment.